Manufacturer narrative:
Additional information: (b.3.) Date of event has since been provided, (d) device details were determined to be unknown, (e) added initial reporter details. Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
Additional information: can you please reconfirm an exact date of event in format dd-mmm-yyyy? 04-11-2025.

Event description:
As per account, IV inserted into patient. Nurse pressed button to retract needle from cannula. Attached saline lock and realized that lock was not flushing, at closer examination, metal from needle remained in cannula occluding it.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.